Event description:
It was reported that the patient presented in clinic with episodes of non-sustained ventricular tachycardia. Upon review, the pacemaker exhibited loss of capture after one episode of ventricular tachycardia. The device was reprogrammed. Patient was stable.